Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads wouldn¿t stay securely attached to the hand piece...brush head keeps falling off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads suddenly would not stay securely attached to the oral-b toothbrush hand piece, model 3765 and kept falling off. No injury was reported. 05-jun-2024 follow up via digital safety assessment survey: the consumer was an adult female. No injury was reported.

Event description:
Brush heads wouldn¿t stay securely attached to the hand piece...brush head keeps falling off - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b toothbrush heads suddenly would not stay securely attached to the oral-b toothbrush hand piece, model 3765 and kept falling off. No injury was reported. 05-jun-2024 follow up via digital safety assessment survey: the consumer was an adult female. No injury was reported. 08-oct-2024 case update: the suspect product lot was bc910050008. No injury was reported.

Manufacturer narrative:
01-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.